Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina, ischemia and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received that the patient had chest pain on (B)(6) 2016. Coronary angiography on (B)(6) 2016 found ischemia and bypass surgery was performed the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience xpedition 3.0x15 is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2015 two xience xpedition stents (2.25x12, 3.0x15mm) were implanted in the proximal to mid left anterior descending (lad) coronary artery. On (B)(6) 2015, the patient experienced angina and restenosis was noted in both stents, treated with drug coated balloon. [MFR #: 2024168-2016-03981]. On (B)(6) 2016, the midlad was confirmed to be 99% restenosed. The physician commented the restenosis was due to the patient not following medical advice. On (B)(6) 2016, due to recurring in-stent restenosis, coronary artery bypass graft surgery was performed, bypassing the lad and diagonal arteries. No additional information was provided.